Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged in several months. Surgical intervention may be pending to address this situation.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.